Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abd, primarily right side/ chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), ovarian cyst ('several small cysts from ovaries'), genital haemorrhage ('gen. Abnormal bleeding') and appendicectomy ('appendectomy') in a 28-year-old female patient who had essure (batch no. B35431-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, anxiety, endometriosis, hypomenorrhea, dysuria and pelvic pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular period"). In (B)(6) 2012, the patient experienced urinary incontinence ("urinary infrequency"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary hesitation ("urinary hesitancy") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2014 underwent ablation, robotic-assisted total hysterectomy bilateral salpingectomy & unilateral oophorectomy and exploratory surgery). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, urinary incontinence, nausea, fatigue, menstruation irregular, ovarian cyst, genital haemorrhage, appendicectomy and urinary hesitation outcome was unknown. The reporter considered abdominal pain lower, appendicectomy, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, nausea, ovarian cyst, urinary hesitation, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2011 (pfs) after placement of the essure devices, there were two coils present in the endometrial cavity on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Lot number reported ( b35431 ) is not valid. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event:gen. Abnormal bleeding , urinary hesitancy and appendectomy were added. Event:pain lower abd, primarily right side/ chronic verbatim were updated .lab data were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abd, primarily right side'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and ovarian cyst ('several small cysts from ovaries') in a 28-year-old female patient who had essure (batch no. B35431-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, anxiety, endometriosis, hypomenorrhea, dysuria and pelvic pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular period"). In (B)(6) 2012, the patient experienced urinary incontinence ("urinary infrequency"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), 2 years 11 months after insertion of essure. The patient was treated with surgery (on (B)(6) 2014 underwent ablation, robotic-assisted total hysterectomy bilateral salpingectomy & unilateral oophorectomy and exploratory surgery). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, urinary incontinence, nausea, fatigue, menstruation irregular and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, fatigue, menorrhagia, menstruation irregular, nausea, ovarian cyst, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2011 (pfs) after placement of the essure devices, there were two coils present in the endometrial cavity on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Lot number reported ( b35431 ) is not valid. Most recent follow-up information incorporated above includes: on 4-nov-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abd, primarily right side'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and ovarian cyst ('several small cysts from ovaries') in a (B)(6)-year-old female patient who had essure (batch no. B35431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, anxiety, endometriosis, hypomenorrhea, dysuria and pelvic pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular period"). In (B)(6) 2012, the patient experienced urinary incontinence ("urinary infrequency"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), 2 years 11 months after insertion of essure. The patient was treated with surgery (on (B)(6) 2014 underwent ablation, robotic-assisted total hysterectomy bilateral salpingectomy & unilateral oophorectomy and exploratory surgery). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, urinary incontinence, nausea, fatigue, menstruation irregular and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, fatigue, menorrhagia, menstruation irregular, nausea, ovarian cyst, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2011 (pfs) after placement of the essure devices, there were two coils present in the endometrial cavity on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr received : previously reported event "injury" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), urinary infrequency, nausea, pain lower abd, primarily right side, fatigue, irregular period, several small cysts from ovaries", reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.